Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: weight within specifications, red particles in the shell and opening on anterior. A visual and microscopic analysis were performed which identified: striated opening, crease fold and wear abrasion. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage, consistent in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Explant has not been confirmed.

Event description:
Physician reported a beginning of capsular contracture, baker grade unknown. The device will be explanted and replaced with a non-allergan device. Right side.